Event description:
It was reported that during a knee procedure, the provisional fractured during insertion. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Proposed component (annex g) code is mechanical (g04) - provisional bottom. Reported event was confirmed by review of photograph. Visual examination of the returned photo found it to exhibit signs of repeated use nicked / gouged and the post feature has fractured off. Device history record was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.